Event description:
While using a kerrison intraoperatively, the screw fell out of instrument and into wound. The screw was removed from wound by physician. A x-ray was taken and read as negative. The instrument was removed from operative field and given to materials coordinator.